Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents to homecare pts. After unspecified lengths of time in use, leakage was noted at the filters of the tubing sets. The spills were cleaned up according to the user facility's protocol. There were no reported adverse effects to the pts or healthcare professionals. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.